Event description:
Info received indicates the head of the bed will not go up. The pt is on a ventilator.

Manufacturer narrative:
Another rental bed was given to the facility. Repairs have not been completed.